Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002 importer- (B)(4). This incident was not reported to maquet ltd. Sales or qa departments by customer. The hospital reported the case directly to the authority. Maquet caridopulmonary gmbh was received this reporting information on 2019-03-14 and initiated this complaint. Device history record was reviewed. There were no references found which are indicating a non-conformance of the product in question. During investigation, information was received from maquet ltd. Product manager, sales that the case went completely normally, the product functioned as per expectation. The cause of the reported event was determined to not be attributed to a device related malfunction. Based on these results and the information available at this time the set in question operated within mcp specifications. 2019-04-11. Thus the reported failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Ref: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
The incident was reported by user to (B)(6). According to the (B)(6) report: "details of injury (to patient, carer or healthcare professional): stroke following coronary artery bypass grafts followed by death 4 months later. At inquest (B)(6) suggested microemboli generated by artificial circuit may have been causative of neurological injury." Ref.: # (B)(4).